Manufacturer narrative:
Continuation of concomitant products: 429688 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episode data could not be viewed. Follow up concluded that no intervention was performed. The device remains in use. No patient complications have been reported as a result of this event.